Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the tip of the saw blade had broken off and the handle and teeth were bent. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the saw blade broke while cutting into the patient's tibia. There were no consequence on the patient because the missing end was recovered and checked with the remaining end. The broken piece did fall into the patient. No additional adverse event was reported as a result of this malfunction.